Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving unknown baclofen (unknown concentration and dose) via an implantable infusion pump. Indications for use included intractable spasticity and spinal cord injury/spinal cord disease. Non-reservoir medications were not applicable for this patient. It was reported that a pump motor stall occurred. The hcp was doing a refill on the patient's pump and it would not restart. It was indicating it was stopped. There were no patient symptoms reported. The event date was noted as (B)(6) 2015. No troubleshooting, actions/interventions, cause of the stall, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.